Event description:
Customer's wife states that the customer attempted to use his aviva meter, but obtained an error message, and subsequently had a hypoglycemic event. Customer attempted to use the device within 24 hours of the incident. Customer felt low symptoms of incoherence and inability to speak, and could not treat himself. Customer's wife treated him with a "glucose shot." Customer felt better within 10 minutes. Requested return of suspect device and replacement was sent.